Event description:
It was reported the pump it's saying syringe out of place when syringe was correctly placed. No patient injury was reported.

Manufacturer narrative:
B5: additional information received by smiths medical/ICU on 17-may-2022 via email and attached to complaint object: no patients were connected to the pump at the time of the incident.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found on the left plunger case a standoff was broken off. Error was found in the device ehl (event history log) multiple times. The customer stated problem was duplicated. Replaced plunger pcb (printed circuit board) and all plastic parts of the plunger head. The cause of the reported problem was traced to customer damage of the device. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records., corrected data: d4: correction: catalog number: 3500-0600-01. D4: correction: model number: 3500.